Manufacturer narrative:
(B)(4). The returned device evaluation identified a separated hypotube. Evaluation summary: analysis of the returned product noted no visible blood or contrast, and the stent implant was stationary and undamaged on the tightly-folded balloon and between the markers, which is consistent with the reported use. The hypotube was separated distal to the strain relief tubing and had multiple kings proximal and distal to the separation. As the shaft damages were not reported, clarification was requested from the account, but no information has been received. Failure to advance can be influenced by many factors including, but not limited to, patient anatomy morphology, patient disease state, product placement technique, pre-dilatation strategy, product size selection or accessory device support. The returned stent had no damage and its outer diameters met manufacturing criteria. There were no kinks in the tip or inner member, and the tip length met manufacturing criteria. Based on the reported information that multiple products and product sizes had difficulty advancing in the anatomy, the reported failure to advance appears to be related to the extremely tortuous anatomy. Shaft detachment can be attributed to multiple factors including, but not limited to, manufacturing, materials, handling during unpacking or preparation for use, patient anatomy or interaction with accessory devices. In this case, as the shaft detachment was not reported and clarification has not been received, it is unknown when the shaft had separated. However, analysis of the returned device noted that the fracture faces were ovaled as if kinked prior to separating, and the jacket was stretched and separated at the same location. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. As another sds shaft used in the procedure had kinked during difficulty advancing through the tortuous anatomy and then separated when handled outside the anatomy, it is likely that this device also kinked during advancement or packing/shipment for returned and, then, separated due to additional handling. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) for this lot that could have contributed to this complaint. Additionally, a query of the complaint handling database revealed no other incidents reported for failure to advance, shaft kink or shaft detachment for this lot. In this case, the reported failure to advance, noted shaft kinks, and noted shaft detachment appear to be related to operational context, and there is no indication of a lot specific product quality deficiency. Product performance will monitor the incident circumstances. As it was reported that in-stent restenosis was one of the target lesions, it should be noted that the xience v instructions for use (IFU) states: the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions (length less than or equal to 28mm) with a reference vessel diameter of 2.25mm-4.0mm. All stent delivery systems are 100% visually inspected for stent damage, kinks and proper guide wire movement during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
Device issue: proximal shaft separation. Time of device issue: unknown. Adverse event: none. It was reported that the procedure was to implant two stents: one in the distal third (de novo segment lesion) and one in the medium and distal third of two non-abbott stents, which had restenosed. First, the physician tried to implant a xience v 2.75 x 28mm in the distal third, but it did not pass the 1st tortuosity. A second guide wire was introduced, but even then there was resistance and when the stent delivery system (sds) was removed the stent struts were bent. Several pre-dilatations were performed in the obstructed segments and another attempt was made to implant a xience v 2.75 x 18mm; however, the stent struts bent again. Pre-dilatation of the proximal segment was performed and a xience v 2.75 x 8mm was implanted in the distal third (de novo lesion). Post dilatation was performed with a non compliant balloon. Then an attempt was made to treat the restenosis in the medium third with a xience v 3.5 x 15mm. The resistance in the initial tortuosity was minor, but the sds did not pass an obstruction in the medium third. Force was used and the sds kinked. The sds was removed and an attempt was made to fix the kink, but the sds fractured. An attempt was made to implant a xience v 3.0 x 8mm; however, it passed the proximal segment and met resistance in the medium segment and the guiding catheter fractured (separated). A decision was made to keep only the result obtained with the multiple inflations.